Manufacturer narrative:
Device evaluated by MFR: a gladiator device was returned for analysis. A visual examination of the balloon identified that it was not folded, which indicates that the balloon has been subjected to positive pressure. A full balloon circumferential tear was located approximately 25mm distal of the proximal markerband. Part of the balloon was pulled in a distal direction over the distal tip. A visual examination of the tip identified no issues. A visual and tactile examination of the shaft identified no issues. A visual examination of the markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The patient presented with cephalic arch stenosis and underwent fistulagram. A 10.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with cephalic arch stenosis and underwent fistulagram. A 10.0 x 40, 75 cm gladiator elite balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.